Manufacturer narrative:
Investigation summary: the investigation was based on accuview graph. The total duration of the study was 48 hours. In the middle of the procedure the ph dropped to -1.5 value. The outcome of the above investigation is the capsule detached too early.

Event description:
According to the reporter, the bravo capsule detached during the second day of the study. A repeat procedure was performed. The device is expected to be returned for investigation.